Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing low voltage advisory alarms despite using fully charged batteries. The suspect system controller was exchanged as per the instructions in the information for use (IFU) and the pt remains ongoing on lvad support with no further issues.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis and the report that the pt was experiencing low voltage advisory alarms despite using fully charged batteries was confirmed. The eval of the returned system controller revealed broken wires in the black power lead under the strain relief at the housing side. Movement of the black power lead during testing resulted in low voltage alarms as well as interruption of pump function. Although, the black strain relief was not damaged, the root cause for the broken wires appeared to be related to fatigue due to repetitive lead flexing in that area during clinical use. A review of the device history records showed no deviations from manufacturing or qa specification. No further info is available. The MFR is closing its file on this event.